Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device was functioning in doo mode with false measured data and it could not be programmed.